Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a sore under one of the electrodes. The sore was not reported to be open or bleeding. The patient's physician recommended using hydrocortisone cream. Follow-up indicated that the sore had healed.